Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The patient was under age 22 at the time of implant surgery. Device was explanted.